Manufacturer narrative:
As stated by the instructions for use, error 5 is signaled by the pump in case of irregularity in the pusher advancement. The service did not find evidence of error 5, and checked the thrust force and the signals of the optical encoder without finding any malfunction. For this reason, the service replaced as a precaution pcb and motor, then proceeded with the regular maintenance service. Device evaluated and returned to the distributor/user. No consequences for the patient.

Event description:
The customer reported that the pump gave "error 5".